Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the patient¿s serious adverse events of an umbilical hernia, which will require surgical intervention. While there is no allegation or objective evidence indicating a fresenius product(s) or device(s) deficiency or malfunction caused the serious adverse events. The liberty select cycler cannot be excluded from having a possible causal and/or contributory role in the creation or exacerbation of the patient¿s umbilical hernia, as the date of its formation is unknown. Hernias are a well-known potential complication of pd therapy due to increased intra-abdominal pressure created during pd therapy. During therapy, this pressure caused can create or exacerbate weaknesses in the supporting abdominal wall structures. Additionally, the surgical introduction of the pd catheter (not a fresenius product) also increases the risk of hernia formation. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient had an umbilical hernia. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient¿s umbilical hernia was not present when the patient first began pd therapy. The umbilical hernia is reportedly small, and currently not affecting his ccpd treatments. The pdrn stated the upcoming cholecystectomy will take precedence over repairing the patient¿s umbilical hernia. However, now that they are aware of its existence, they will be monitoring it closely for signs it may be worsening. Per the pdrn, the serious adverse events were not caused by any fresenius product(s) and/or device(s) deficiency or malfunction.

Event description:
It was reported that a peritoneal dialysis (pd) patient had an umbilical hernia. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient¿s umbilical hernia was not present when the patient first began pd therapy. The umbilical hernia is reportedly small, and currently not affecting his ccpd treatments. The pdrn stated the upcoming cholecystectomy will take precedence over repairing the patient¿s umbilical hernia. However, now that they are aware of its existence, they will be monitoring it closely for signs it may be worsening. Per the pdrn, the serious adverse events were not caused by any fresenius product(s) and/or device(s) deficiency or malfunction.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.